Manufacturer narrative:
No patient injury nor patient information provided after multiple attempts to obtain information. Waiting on receipt of expiration date, UDI and manufacture date. Will be submitted under supplement. A follow-up for additional information is being made. Not sure product initial report came from hospital. Product was not returned to 3m (B)(6) for evaluation. No information was provided as to the where the leak occurred and if the leak occurred during patient use. Three (3)m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. Three (3)m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. Three (3)m continues to monitor their complaints to confirm the effectiveness of the changes made. End of report.

Event description:
A distributor alleged that a 3m¿ ranger¿ high flow disposable set leaked. No injury was alleged in the initial report and no specific patient information was provided. No information as to the type of fluid or conditions were provided. Three attempts have been made to obtain additional information.

Manufacturer narrative:
Expiration date and manufacturing date provided. UDI was not implemented at the time this product was produced nor required.